Event description:
This is filed to report clip caught in chordae and having to be deployed. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation with grade of 4. First clip was deployed with no reported issue. During advancement of the second clip, the clip got caught in the chordae. Standard troubleshooting was performed to remove the clip, however it was not able to be retracted into the atrium. Therefore a grasp was done and the clip was implanted where it was. The procedure was complete with the mr remaining at a grade of 4. There was no clinically significant delay in the procedure and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove (clip got caught in the chordae). The unchanged mr appears to be due to the clip deployed on the chordae. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.1212 updated to 1528.